Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson at a time when the customer attempted, was unable to use the compact plus due to error within specifications. A request was made for the return of the meter and the strips, replacement was sent.

Event description:
It was reported that during a lobectomy procedure, the staples would not release. Upon the removal of the device from the pulmonary veins, the physician noted that no staple was delivered. The coagulation was performed by clamping and manual sutures. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.